Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147. The device history review (DHR) review is not applicable or relevant because the results of the complaint investigation do not indicate a problem with the initial manufacture or prior repair of the device. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the o-rings were found to be dried out and suck. Event history log review was not applicable. During functional testing the reported issue was duplicated. The device was leaking because the o-rings were dried out. The root cause of the problem was from normal wear as the device was over 20 years old. To resolve the problem, the o-rings were replaced. UDI is unknown.

Event description:
It was reported that the device was leaking. No patient injury was reported.